Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the crack to the distal tip insulation was due to degradation of the device. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end insulation was cracked on the resection sheath. There was no patient involvement.